Event description:
Consumer reported she was giving herself an injection in the side of her arm (78 units of lantus), after the injection, she went to remove the needle and the needle stayed in her skin. She and her daughter tried to remove the needle with tweezers but they were unable to do so. Consumer went to urgent care where they tried to get it out without surgery but they couldn't retrieve the needle. They scheduled her for surgery in the hospital where she had it removed.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.